Manufacturer narrative:
(B)(4). Insulin pump was returned for alleged damage to the belt clip rails on (B)(6) 2021. Insulin pump passed the displacement test and p-cap locks properly into reservoir. The following were noted during visual inspection: pillowing keypad overlay, scratched case, broken belt clip rails, partially detached retainer, cracked reservoir tube lip, cracked retainer, partially broken retainer, cracked case on corner of belt clip rails, and minor scratches on lcd window. Damaged belt clip rails confirmed. Tested ok. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that they experienced high blood glucose level and was treated with insulin pump. Troubleshooting was performed for high blood glucose level. Customer was using auto mode. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Insulin pump belt clip rail cane off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.